Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment (slda) leading to incomplete coaptation appears to be related to patient morphology/pathology due to disease progression. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the explanted heart. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that approximately 6 months post-procedure, the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. On an unspecified date, approximately 6 months after the mitraclip procedure, the patient presented with increased mr of moderate to severe grade due to progression of disease. It was noted that one clip was detached from the posterior leaflet but was attached to the anterior leaflet. The second clip was confirmed to be attached to both leaflets. On (B)(6) 2016, the patient underwent heart transplant surgery. The patient is doing fine. No additional information was provided.